Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in pump, water leaks from the output connector. And the scope connector cannot be connected securely due to cracked on output socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited water leak in pump and output connector, cracked output socket and an unsecure connection of the scope connector. There was no patient involvement.